Event description:
The customer reported that the rounded antibacterial filter disconnected at the end of sampling. The donor was not affected. Patient information is not available at this time. The disposable set is not available for return because the customer discarded it. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
Investigation evaluation and corrective actions are in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: the disposable set was unavailable for return and investigation. A photo of the issue was provided which showed that the tubing was disconnected from the filter. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: a definitive root cause could not be determined. Possible causes include, but are not limited to, insufficient solvent application or incomplete insertion of the tubing into the filter bond socket.

Event description:
The customer declined to provide patient information.